Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure on (B)(6) 2019, the physician was unable to remove the paddle array portion of the lead. The paddle portion is remaining in the epidural space and the wires were cut and removed. A new lead was implanted and the patient has effective therapy.